Event description:
A surgeon (not the implanting surgeon) reports a pt that had an intraocular lens implant almost three years ago is experiencing vriability in their vision. Three months ago. They first noticed an opacification of the lens. Additional information has been requested.

Event description:
The pt was seen by a consulting physician. His opinion is that the macular disturbance following retinal detachment surgery combined with marked optic disc cupping is the cause of the pt's reduced visual acuity. Dr does not recommend surgical intervention for the coating observed on the anterior and posterior surface of the lens implant as he does not feel this is having a significant impact on the pt's quality of vision. A trial of tipical steroid eye drops was suggested. The conclusion was reached that the pt's bcva of 20/80 was probably the best the pt can expect with their persistent glaucoma and concomitant optic nerve compromise.